Manufacturer narrative:
An event of device deformity was reported. Three images were received from the field showed the device in a cobra-like deformation. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was selected for implant using a 10f amplatzer trevisio delivery system. The defect was measured to be 20x20mm. During deployment, the occluder deformed into a cobra shape and was captured and deployed again. However, the deformation persisted and the occluder was re-captured again and removed prior to release from the delivery cable. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. A new 22mm amplatzer septal occluder was opened along with a new 9f amplatzer trevisio delivery system. The second occluder also deformed with a cobra deformation, however the occluder was washed and returned to its intended shape. The replacement occluder was successfully deployed, released, and implanted. The patient remained hemodynamically stable throughout the procedure and no clinically significant delay was reported. No patient consequences were reported.